Manufacturer narrative:
(B)(4). (B)(4). Factors that can contribute to partial stent deployment include, but are not limited to, pin hole or leak in the balloon or inflation lumen, poor connection with the indeflator, kinked shaft, heavy calcification or tight tortuosity, or pre dilatation. No discrepancies were reported or observed by the account during the preparation and inspection of the sds prior to use. No specific cause was identified for the partial stent deployment. No mfg quality deficiencies were identified, suggesting that the partial stent deployment may be related to operational context. A review of the finished product's lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
Device issue: partial deployment. Time of device issue: during the procedure. Adverse event: required second unplanned stent. It was reported that during a right renal artery stenting procedure, the herculink partially deployed at the lesion. A second herculink was deployed inside the stent, to fully deploy the stent. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). (B)(4). Factors that can contribute to partial stent deployment include, but are not limited to, pin hole or leak in the balloon or inflation lumen, poor connection with the indeflator, kinked shaft, heavy calcification or tight tortuosity, or pre dilatation. No discrepancies were reported or observed by the account during the preparation and inspection of the sds prior to use. No specific cause was identified for the partial stent deployment. No mfg quality deficiencies were identified, suggesting that the partial stent deployment may be related to operational context. A review of the finished product's lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
Device issue: partial deployment. Time of device issue: during the procedure. Adverse event: required second unplanned stent. It was reported that during a right renal artery stenting procedure, the herculink partially deployed at the lesion. A second herculink was deployed inside the stent, to fully deploy the stent. There was no adverse pt sequela. There was no add'l info provided.